Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: vial 1: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. Vial 2: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.2 inr. The result from the laboratory was 3.3 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. There was no new medication and changes in diet. The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.